Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, due to a malfunction with the connection of the plug unit, scope communication error b30 appears and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited a scope communication b30 error. The issue was found during inspection for use. There were no reports of patient involvement.